Event description:
The customer contacted philips healthcare to report that the device displayed an ECG malfunction error. Subsequent testing by the customer showed the same error message. There was no patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.